Event description:
Customer reported not being able to test blood glucose due to not receiving her new meter. Customer reported experiencing "dizzy spells and a very bad headache." Customer went to the hospital where she was diagnosed with severe hyperglycemia with 450 mg/dl on an unknown brand of meter. Customer reports being treated with insulin. There was no report of death or serious impairment associated with their event.

Manufacturer narrative:
The adverse event reported is related to a delivering issue. The customer's product is not expected back.